Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection of the returned device, the error description provided by the customer was confirmed. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described fault is mechanical damage caused by the user. Improper handling during refurbishment damaged the adhesive on the camera head, allowing moisture to penetrate the interior and damage the electronics, which is responsible for the weak led brightness. Furthermore, damage to the blade on the cover and the housing can also be seen, which indicates improper use of the product. The cause of the defect is therefore improper use of the product. The investigations carried out above did not reveal any causes related to the labelling, the device or its history. All production-related quality checks were passed, and no deviations were found in the manufacturing records for the devices. The labelling contained appropriate instructions and warnings. No systematic error was found. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that blade light source is dimming. No patient involvement reported. No negative impact in state of health reported.